Event description:
Needle popped off 1st stitch. 2nd stitch the string split. Surgeon further commented that the barbs seem like they are not there. Additional needles from the same box were opened but all had same issue. Ref sxpp1b456 lot 109132.